Manufacturer narrative:
Additional information regarding the sequence of events, potential component separation and clarification on the event were requested and not received. The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. This report is to follow up with medwatch# (B)(4). In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "The doctor was inserting access sheath and it became loose. No harm to patient. Another device obtained and procedure continued." Patient status - "no harm to patient."